Manufacturer narrative:
Product analysis: the implant was returned with a crack running 180 degrees around the smaller cross-sectional material at the screw hole. Per the event description, the implant was fractured when the awl was placed into the screw hole. This is consistent with the lack of witness marks on the top of the implant or around the inserter location holes. If the awl placed pressure on the inner diameter of the hole, the outward pressure could cause the implant to fracture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product code (ove): intervertebral fusion device with integrated fixation, cervical. The device was not returned to the manufacturer for evaluation; therefore, we are unable to determine a definitive cause of the reported event. However, submitted images were reviewed which appeared to display broken vertebral spacer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with herniation of cervical disk, and underwent two-level anterior cervical surgery. Intra-op, after implanting one cage in one level of the cervical spine, the surgeon was then trying to implant the second cage in the next cervical level. When the screws were normally placed and surgeon was turning the lock mechanism to secure the implant, the cage broke between the hole of the one screw and the lock component. No fragment of the broken cage remained inside the patient. No patient complications were reported.